Event description:
The complaint was confirmed. The pump was returned for tubing set misloaded alarms. It was found that the bottom right fva pin was sticking despite having been cleaned. The device was opened and the fva pins were all cleaned. The fva lip seals were all replaced. Device was able to perform a mock infusion after these parts were cleaned and replaced.

Event description:
The following has been reported: biomed reported: pumps (B)(6) is having a "tubing set is misloaded" error even after cycling the power and cleaning the pins. No patient harm, sensor was cleaned. 3/27/24 - biomed reported cleaned and still alarming. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve) . An active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.